Event description:
An "anaphylocic reaction" with this dialyzer. The facility was contacted and it was learned for this event, the pt was placed on the wrong dialyzer. It was not noticed by staff prior to placing the pt on the hemodialysis treatment. The symptoms reported from this incident were that within 35 mins into the treatment, the pt vomited and, became sob. The staff then relaized that the wrong dialyzer was placed on the machine. The pt was offered diphenhydramine, but refused. The pt then became hostile. The staff started to return the pts blood. Also the md was notified of this event and the md ordered his throat "tightening up", he became sob and also reported chest pain. Ems was activated. The pt was given sc 1 mg epinephrine. The pt also received ozygen at 3l and the md was notified again of these symptoms. The pt also was itchy. The pt was transferred to the local ER, but released. The pt is able to continue hemodialysis as ordered with the optiflux nr with no ill effect related to this incident. No sample is available.